Event description:
A customer reported that the gas tank had less than 10cc of gas the first time it was used. The planned pneumatic retinopexy was abandoned and the patient was taken to the operating room to surgically repair the retinal detachment with a different type of gas. The patient had received a local anesthesia (sub-conjunctival injection). There was no harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).